Manufacturer narrative:
(B)(4).

Event description:
It was reported that high thresholds were noted on the right ventricular lead, in the clinic. The patient was asymptomatic. The lead was capped and replaced during a pulse generator change out procedure. The patient was in stable condition post procedure and would be monitored with routine follow up.